Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a follow up visit this implantable cardioverter defibrillator (ICD) system exhibited a high out of range shocking impedance measurement. The physician elected to surgically abandon the right ventricular (rv) lead and explant the device; both were successfully replaced. No additional adverse patient effects were reported. This ICD has not been returned for analysis.